Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. The cycler was found to have an insect infestation in the pump door. The cycler was quarantined and an investigation was not performed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that the screen of the liberty select cycler appeared distorted at power-up. The patient stated the screen displayed upside down. The power cord was securely plugged into the wall outlet and the back of the cycler. The patient also reported that the cycler powered down several times during pd treatment that night. The patient was connected when the reported issue occurred. There was no power outage or issue with the wall outlet. The patient rebooted the cycler several times but the issue reoccurred. The patient also reported that a fluid leak occurred with the liberty cycler set cassette. Fresenius advised the patient to discontinue use of the cycler. A replacement cycler was issued. The patient stated that treatment would be completed via manual exchange in the absence of the cycler. Additional information was requested however a response was not received. There was no reported adverse event, serious injury, or required medical intervention regarding this issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that the screen of the liberty select cycler appeared distorted at power-up. The patient stated the screen displayed upside down. The power cord was securely plugged into the wall outlet and the back of the cycler. The patient also reported that the cycler powered down several times during pd treatment that night. The patient was connected when the reported issue occurred. There was no power outage or issue with the wall outlet. The patient rebooted the cycler several times but the issue reoccurred. The patient also reported that a fluid leak occurred with the liberty cycler set cassette. Fresenius advised the patient to discontinue use of the cycler. A replacement cycler was issued. The patient stated that treatment would be completed via manual exchange in the absence of the cycler. Additional information was requested however a response was not received. There was no reported adverse event, serious injury, or required medical intervention regarding this issue.